Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6)2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Additional info including the device serial number has been requested from the reporter but has not been received at this time. Reflux and inadequate weight loss are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of inadequate weight loss and reflux as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."

Event description:
Health professional reported allegedly the lap-band device was explanted without replacement due to "failed lap-band and weight loss with reflux." The reporter indicated that "failed lap-band" is used to report that a device was explanted and does not indicate a malfunction of the device. Additional info has been requested from the physician but has not been received at this time.